Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 700 mg/dl. It was stated that the insulin pump gave a battery out limit alarm, and the customer thought the insulin pump had broken, so she took it off. The customer tried several batteries, but couldn't get one to work. The mother stated that the insulin pump is working fine now, and troubleshooting is not necessary. The mother was able to clear the alarm and program the time and date. Nothing further was reported.